Manufacturer narrative:
Additional manufacturer narrative. Review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. (B)(4).

Event description:
The following was reported to gore: the gore propaten vascular graft was implanted (B)(6) 2016 during a fem-pop procedure. A wound infection occurred at the proximal end of the graft. The doctor elected to remove a small portion of gore propaten vascular graft and replace with a cryovein graft on (B)(6) 2016. The hospital will not release the portion of gore propaten vascular graft that was removed and the doctor will not provide any further information.